Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Other number¿UDI: (B)(4). Reporter phone number is (B)(6). Revision surgery was reportedly scheduled on (B)(6) 2016; however, it was not confirmed that the surgery was performed on this date and it is unknown if this implant was intended to be explanted during the revision. The complaint device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4). A device history record review was performed for the complaint device lot. Manufacturer: (B)(4). Manufacturing date: may 13, 2015. Expiration date: may 31, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was scheduled to be performed (B)(6) 2016 to replace a trochanteric fixation nail-advanced proximal femoral nailing system (tfna) helical blade due to post-operative migration and penetration of the femoral head. It is unknown exactly when the helical blade migrated and resulting in penetration of the patient's femoral head but the surgeon comment that the patient had not been checked by x-ray for approximately four months between the initial implant surgery and the most recent x-ray (date unknown) that revealed the reported issue. The initial surgery was performed on (B)(6) 2016 to treat a basicervical (base of femoral neck) fracture to with tfna system implants. During the initial surgery the set-screw was tightened counterclockwise 1/2 turn (180 degrees) using screwdriver with the torque limiting attachment. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was completed: products were not returned and an investigation could not be performed without material. X-ray review showed that the blade has indeed penetrated the femoral head. A review of the device history record revealed no complaint related anomalies with the nail and the blade. The device history record shows this lot of tfna helical blade 85mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. Root cause could not be defined due the missing material. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.